Event description:
Three patient samples with discrepant sodium and potassium results, when compared to another analyzer, same methodology. Patient 1: initial sodium gave 107 mmol/l; repeat gave 142 mmol/l. Initial potassium gave 3.5 mmol/l; repeat gave 4.7 mmol/l. The field service representative determined the cause to be a faulty waste pump causing hydraulic failure not be detect liquid flow in sensor 1. The waste pump and ise tubing were replaced, and the waste line was cleaned.

Event description:
Three patient samples with discrepant sodium and potassium results, when compared to another analyzer, same methodology. Initial sodium gave 81 mmol/l; repeat gave 139 mmol/l. Initial potassium gave 2.3 mmol/l; repeat gave 3.9 mmol/l. The field service representative determined the cause to be a faulty waste pump causing hydraulic failure not be detect liquid flow in sensor 1. The waste pump and ise tubing were replaced, and the waste line was cleaned.

Event description:
Three patient samples with discrepant sodium and potassium results, when compared to another analyzer, same methodology. Initial sodium gave 86 mmol/l; repeat gave 138 mmol/l. Initial potassium gave 2.6 mmol/l. Repeat gave 4.2 mmol/l. The field service representative determined the cause to be a faulty waste pump causing hydraulic failure not be detect liquid flow in sensor 1. The waste pump and ise tubing were replaced, and the waste line was cleaned.